Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device had a broken bottom case and pole clamp back plate. The pump event history showed a check syringe flange sensor error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, check syringe flange sensor was found during syringe test also failed the flange sensor reading. Optocoupler wire was pinch and broken from pump been dropped or mishandled by customer (broken bottom case). The root cause of the reported issue was due to use error. The technician replaced the optocoupler. Performed syringe test and all functional tests.

Event description:
It was reported that syringe flange not in correct position was observed. No patient injury was reported.